Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown reamer-irrigator-aspirator system. The device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article: lowe, j. Et al (2010) complications associated with negative pressure reaming for harvesting autologous bone graft: a case series. J orthop trauma 24:46-52. A (B)(6) female presented with recalcitrant infected atrophic non-union of the tibial shaft. Her ipsilateral femur was prepared for antegrade bone graft harvest using the reamer-irrigator-aspirator (ria) system. Upon completion of harvesting the bone frat, it was noted on fluoroscopy that the reamer head had breached approximately 1centimeter of the anterior distal femoral cortex. This complication was thought to result from the guidewire position changing as the reamer was withdrawn and advanced, during harvesting of the bone graft. The patient healed postoperatively without the need of additional medical intervention for the distal femur. This report is for an unknown ria system. A copy of the journal article is being submitted with this medwatch. This is report 5 of 5 for (B)(4).